Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator.  Pt stated that ever since they called in for troubleshooting (see pe 708567335) , they feel tingling in both legs all the way down and it 'won't quit'. Pt unlocked the controller and saw therapy on group a. Agent asked pt if they normally go on group a or a different group and pt stated that they 'don't know what group' and they do not feel the tingling all day long. Pt mentioned that the other day they had a stress test and they ran a camera over their heart and they felt tingling then. Pt confirmed that they have not had any falls or trauma but, they do sometimes lay on the side the implant is on.  Agent reviewed pt can try to adjust therapy/change groups on their own. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.